Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure the phrenic nerve response to palpitation was weak. A double-stop was performed and pacing was applied but the phrenic nerve showed only a slight response. Compound motor action potential was monitored but the patient had significant respiratory variation. Following additional pacing and pulmonary vein isolation and cavotricuspid isthmus treatment, there was still no response noted from the phrenic nerve. The patient's condition is being monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files show catheter 2af284/34491-12 was used for six applications without issue on the date of the event. This is clinical issue (phernic nerve injury) encountered during the procedure. Upon visual inspection of catheter, results showed that the device was intact with no apparent issues. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection and pressure testing did not show any leaks or traces of liquid or blood inside the catheter. Conclusion: the reported issue was not confirmed through testing and data analysis. The clinical issue (phrenic nerve injury) was encountered during the procedure. Catheter 2af284 / 34491-12 passed the returned product inspection as per specification.

Event description:
Additional information reported that the pnp resolved at discharge and the patient was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.